Manufacturer narrative:
During evaluation of an astral device at resmed the device failed to complete its internal self-test. The non-return valve (nrv) assembly was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
During evaluation of an astral device at resmed the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.